Event description:
It was reported that the compressor's water drainage function was not working properly. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor's water drainage function was not working properly. Our field service engineer has investigated the reported compressor on site. The drainage valve was replaced to resolve the issue and sent back for investigation. The returned drainage valve has been tested in a compressor. It worked as it should for 24 hours. It was not possible to reproduce the reported issue. Therefore, no root cause can be established. The drainage valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. A failure in the drainage valve could lead to a water leakage from the compressor into the gas module that the compressor is connected to.

Event description:
Manufacturer's ref.#: (B)(4).